Event description:
Hill-rom received a report from a hill-rom technician stating the head section would not lower when CPR lever was used. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found CPR valve was bad. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR valve to resolve the issue. Based on this information, no further action is required.